Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: log files were reviewed. The investigation could not confirm the reported issue of, "anterior chamfer cut was off by 8mm - laterally. They did not note which saw handpiece caused the issue." The investigation found that the user complaint of inaccurate cuts could not be confirmed. The investigation found that the verify checkpoint was not repeated after the cuts were performed and after the potential array movement event. The investigation found no evidence with the available log files which showed 8mm off on anterior chamfer cut; investigation showed no inaccurate cut laterally. The user can verify the resected surfaces using the pointer tool and check the verify checkpoint at any time to ensure the arrays have not moved. The user should ensure the checkpoint is in a valid location (not on the array itself or on the pin). While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments (see appendix 1: ¿system troubleshooting¿). Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. It is the intended behavior of the system to cut power to the saw handpiece if there is significant leg/robot movement happens during cut steps. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The instructions for use (IFU), outlines: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. The investigation found evidence of the anterior cortex line being drawn sub optimally. When the anterior cortex line is acquired too medially it can lead to the resection plane of the anterior cut being deeper than intended leading to a possible notch of the femur. The anterior cortex/reference point, derived from the anterior cortex line, determines the initial anterior-posterior (a-p) position of the femoral implant for an anterior referencing tka. The anterior cortex/reference point is also the location where the anterior resection plane will exit the femur. If the anterior cortex line is acquired too medially the femur can notch on the lateral ridge of the trochlea. This is because the lateral ridge of the trochlea is often times more prominent anteriorly than the shaft of the femur. It can be useful to use the pointer tool to verify the position of the anterior resection plane, prior to cutting, by placing the pointer tool near the anterior resection plane in order to mitigate notching. The pointer array can be used to mimic the use of an "angel wing" where the system will display the distance between the pointer array tip and the resection plane. The instructions for use (IFU) states, "a smooth line must be acquired with the pointer along the lateral surface of the anterior cortex. This line will later be used to calculate the anterior reference point which is where this line crosses the exit of the anterior cut plane in anterior referencing techniques". If the leg is positioned sub-optimally relative to the device array, the robotic-assisted device may not be able to reach the intended resection plane, impacting the accuracy of the resection as well as completion of the resection. ¿ position the leg at the center of the device array interface at 25 mm (1 inch) below the femoral epicondyles. ¿ place the knee in a stable position, flexed between 90 degrees and 110 degrees. ¿ ensure the leg and the holding arm are both vertically aligned. ¿ ensure the planned implant axis (and not the bone axis) is aligned with the device axis. Issue not replicated during functional testing. System passed full functional test and is ready for use. There are no defects found with the system or software. The software was performing as intended. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Root cause: the most probable root cause of the reported issue of anterior chamfer cut being 8mm off is the combination of array movement, sub-optimal leg positioning, leg/robot movement, and sub-optimal landmark acquisition. The root cause for those issues found during the log file review could not be determined, and the reported inaccurate cut itself could not be confirmed. No defect was found with the satellite station. Additionally, it was found that the user didn't mount the robot to the bedrail which can be considered improper handling. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Service history review indicates there were no abnormalities or nonconformances identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Report 1 of 2 for (B)(4). It was reported that during a total knee arthroplasty (tka) procedure, while using the robotic assisted satellite station device and robotic assisted array clamp device, it was observed that the femoral cuts were off posteriorly and distally and had about a centimeter gap posterior lateral and the distal cut was a wafer skim cut. It was reported that 1cm too much posterior lateral was removed and no bone distal was taken. It was confirmed that the checkpoint was off and it was assumed an array moved or pin was compromised. The surgeon troubleshooted by placing cortical screws and rebar the defect. It was noted that the robot was not mounted to the bed. It was reported that the devices were being used with a robotic assisted saw handpiece device and robotic assisted array clamp device. There were no delays in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.